Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6) hospital. Block h6: imdrf device code a1501 captures the reportable event of stent positioning issue. Imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf impact code f2301 captures the reportable event of another device was used to complete the procedure.

Event description:
This report pertains to one of two axios stents and electrocautery enhanced delivery systems used in the same patient. Refer to manufacturer report# 3005099803-2025-02817 and 3005099803-2025-02818 for the associated device information. It was reported to boston scientific corporation that two axios stents and electrocautery enhanced delivery systems were to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on may 28, 2025. During the procedure, the first axios stent (subject of manufacturer report # 3005099803-2025-02817) was attempted to be deployed. However, the stent first flange was not deploying properly, and the first axios stent was mis deployed. A second axios stent (subject of this report) was used. However, the same thing happened with the second axios stent. Another device was used to complete the procedure. There were no patient complications reported as a result of this event.